Manufacturer narrative:
Corrected data: b5 - "that on (B)(6) 2020" should be corrected to "that on (B)(6) 2020", also "(B)(6) 2020 a replacement lens was implanted" should be corrected to "(B)(6) 2020 a replacement lens was implanted." Claim#: (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned dry, in a micro-centrifuge vial with residue on product. Visual inspection found a haptic and the optic torn. Residue on lens surface was observed. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020 a 12.1mm, vticm5_12.1, -9.50/+2.0/089, implantable collamer lens tore/broke during injection/delivery into the eye. There was no patient contact. Cause of event was unknown. On (B)(6) 2020 a replacement lens was implanted and the problem resolved, patient is happy.